Manufacturer narrative:
Isi received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a loose grip cable at the distal end. As a result, yaw motion may be non-intuitive. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to successfully attach onto the plastic test tubing. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have an input disk cracked. Hairline cracks were found on input shaft #7. As a result the grip cables became loose and the instrument failed the clip test. The root cause is typically attributed to improper cleaning during reprocessing. A review of the instrument log for the product associated with this event shows that the large hem-o-lok clip applier was last used on (B)(6) 2021 on system sk3173. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The alleged event occurred with 72 uses remaining on the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been obtained as of the date of this report.